Event description:
A stenoses on the first marginal was treated by the implantation of a bare metal stent (titan2). After implantation of the stent, a dissection of the proximal first marginal with the streamer es occurred. Dissection resulted in medical complications and to the death of the pt. Further info was received as follows: during the procedure, a dissection with the first streamer occurred in the distal part of the first marginal. Then further guides wires (2 streamer and 4 asahi fielder xt and 1 bmw) was used in order to cross the dissection. After that, he tried to resolve the dissection with the inflation of a non compliant and semi compliant balloons trek (abbott). After inflation of balloons, the physician decide to transfer the pts in another hospital to have an emergency surgery, but the pt died before having surgery.

Manufacturer narrative:
The lot history review and the review of the (B)(6) inventory samples from the same lot demonstrate that the device was manufactured according to specifications. A clinical review of the fluoroscopy images from the procedure did not indicate any device related malfunction.